Event description:
Brief inquiry description: incident with onguard. Detailed inquiry description: the nurse was trying to hang the bag and the tubing came out of the chemo and then the chemo spilled all over the nurse. It's apparently all bag sizes pharmacist tried different types sizes etc but the spike just seems to come out easily.